Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and the helix of the lead was extrinsically bent, visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that the lead had a spiral problem and could not be fixed in the patient during implant. The lead was replaced. No patient complications have been reported as a result of this event.